Event description:
It was reported that the device was used during a hemorroidectomy procedure. The device seemed to work properly but when it was pulled out it had cut and only partially stapled. The staple line was c-shaped on the posterior side and the anterior side had not been stapled. The doctor used sutures to repair the region inside of the lower rectum. This was difficult and there was a lot of bleeding. The pt lost 2 liters of blood they are currently at a surgery center and will be trasnferred to a hospital.